Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of a homechoice cassette; described as ¿there was air in the piping connected to the patient end¿. The patient was connected at the time of the event. This occurred during the first fill step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.